Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis. Analysis of the lead revealed an outer insulation abrasion over the rv cable lumen and an abrasion to the blue insulation of one of the rv cables at the proximal end of the rv shock coil, 43cm from the cut end of the lead. The rv shock coil and rv cable filars had rubbed together through the abraded insulations.